Manufacturer narrative:
Findings: pump received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, c racked reservoir tube window corners and broken battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 68 mg/dl. The customer was unable to clear the alarm. The customer stated that she is working in house, hot, possible sweat exposure. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.